Event description:
On (B)(6) 2009 , the nurse chief reported 1 unit of mrm2607 lot sx08ik6 with a blood leak at the end of the therapy. The sample was not available. No patient injury or medical intervention was reported for this event.

Manufacturer narrative:
(B)(4). The nurse reported 1 unit of mrm2607 had a blood leak at the end of the therapy. The sample was not returned to be evaluated. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.